Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed that a kink was observed in the imaging window assembly at 72.8 cm from femoral marker at the distal end. Fluid was leaking from an open hole at the lap joint area when the catheter was flushed. The imaging window is still connected to the blue sheath at the lap joint. Device was inserted into test dispenser coil. Leak is located on the outside edge of the device. The telescope assembly was not able to properly pull back, advance, and retract. Since the telescope cannot advance the transducer distal housing (tdh) to the most distal position, the distance from the distal end of the transducer housing to the tip of the catheter was not measured. During image characterization testing, no image appeared in the system due to electrical open at proximal. Imaging core wind up in the hub assembly was observed during x-ray analysis. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that lost image occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal of the left anterior descending artery. During the percutaneous coronary intervention (pci), an opticross imaging catheter was used to view the lesion. It was reported that the image was lost during pullback. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, device analysis revealed a hole at the lap joint area of the catheter.